Manufacturer narrative:
Product analysis #(B)(4):¿ equipment used: vis (m-81805), 203cm ruler (m-83361) ¿ as found condition: the phenom 27 catheter was returned within a shipping box and a plastic pouch. ¿ visual inspection/damage location details: no damage was found with the phenom 27 catheter hub. The phenom 27 catheter body was found damaged (crimped) at ~57.0cm from the proximal end of the catheter hub. In addition, the phenom 27 catheter body was found kinked at ~145.5cm from the proximal end of the catheter hub. The phenom 27 catheter distal marker/tip was found damaged. ¿ testing/analysis: none ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿difficulty navigation¿ and ¿catheter kick back¿ reports could not be confirmed. Possible causes of ¿difficulty navigation¿ include incompatible devices, patient vessel tortuosity, damage to guidewire, catheter damage (i.e., kinked, bent, ovalized), or lack of continuous flush during delivery. Possible causes of ¿catheter kick back¿ include patient vessel tortuosity, high friction, user operational context if user advances or retrieves intraluminal device against resistance, vasospasm, irregular blood flow, catheter tip under stress during the event, or incompatible ancillary devices. However, the cause of the reported event could not be determined. Regarding the damage found with the returned phenom 27 catheter (crimping/kinked) damage can occur due to patient vessel tortuosity, incompatible delivery system used, catheter entrapment, or user operational context if user advances or retrieves intraluminal device against resistance. However, the cause of the catheter damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported there was no catheter kickback. The stent was a ped2-325-16 lot: b705898.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that after the microcatheter was in position, the stent was delivered, but during the stent deployment p rocess, the entire system fell off. Multiple attempts to reach a sufficiently high position for continued deployment were unsuccessful, so the stent and microcatheter had to be removed from the body. A new microcatheter was introduced, and the original stent and m icrocatheter were aligned with the hub of the new catheter to re-deliver the stent back into the body. The original microcatheter could no longer be used. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient is alive with no injury. The patient was undergoing surgery for flow diverter (fd) treatment of an aneurysm. It was noted the patient's vessel tortuosity was normal. The access vessel was the femoral artery.